Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device was alerting like a ¿european siren¿ after returning home from their appointment with the healthcare provider. A follow up with the patient's healthcare provider yielded that a lead integrity alert (lia) had triggered due to sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.